Manufacturer narrative:
The device has been received but not evaluated. Once the investigation is complete a supplemental report will be submitted. Manufacturer reference #: (B)(4).

Event description:
It was reported by a healthcare professional that the silent nite device had a broken anchor. Additional information received reported the event occurred on 7/14/2025 and it is unknown when the patient stopped using the device. It was reported that there was no patient injury and no intervention was required.

Manufacturer narrative:
Additional information: d4. Corrected information: b5, d9. B3 in the initial report was recorded as 07/14/2026, however, multiple products were involved and additional information received reported the event date as unknown. G3 in the initial report was recorded as 08/28/2025, however, the correct date should have been recorded as 02/13/2026 per new information received. Manufacturer reference #: (B)(4).

Event description:
The date of event was reported as unknown.

Manufacturer narrative:
Additional information: b5. The device has been received and the investigation has been completed. The results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the product was returned. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was transparent and had discoloration. General cleanliness - the returned device appeared to be not clean. It was observed that an anchor was broken off and one of the connectors was detached from the device. Root cause description the root cause could not be determined. A potential root cause could be due to an incomplete curing which may have caused the anchor to break off. Manufacturer reference #: (B)(4).